Manufacturer narrative:
Reporter is a synthes employee. Part: 323.260, lot: l849437, manufacturing site: hägendorf, release to warehouse date: may 25, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the 2.7 mm universal drill guide (p/n: 323.26, lot #: l849437) was returned and received. Upon visual inspection at service and repair, the drill sleeve was deformed slightly and was missing a spring. No other issues were identified with the returned device. Device failure/defect identified? Yes. Service and repair evaluation: the customer reported that the 2.7 mm universal drill guide was damaged. The repair technician reported the drill sleeve is damaged and the spring is missing. The supplier unable to repair is the reason for repair. The cause of the issue is unknown. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: there was conclusive evidence that the returned device was missing a component, so the dimensional inspection was not performed. Document/specification review based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. 2.7 mm universal drill guide. Complaint confirmed? Yes, the device received was missing a component. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the 2.7 mm universal drill guide (p/n: 323.26, lot #: l849437). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the 2.7mm universal drill guide was damaged. There was no known patient or hospital involvement. This report involves one (1) 2.7mm universal drill guide. This is report 1 of 1 for (B)(4). Device malfunction became reportable on april 22, 2020.